Event description:
Pt found out of bed with knees and feet on floor facing bed. Restraint on pt tied correctly per procedure. Vee of vest restraint was against neck of pt. Pt's arms were in restraint. This was an unwitnessed death. The top right side rail was found in the down position.